Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 670 mg/dl. The cause of the elevated bg level was unknown. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the emergency room 5 hours later with the issue resolved and no permanent damage.